Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubbles in it during a set change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer wanted tips to reduce the amount of air bubbles in the reservoir but did not have this issue at the time of the call. Assistance was provided to the customer regarding air bubbles.